Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that due to the patient's age and improved ejection fraction along with suspected lead fracture and continued alerts for high impedances, the physician elected to turn off tachy therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.